Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. This break likely contributed to the reported observations seen during this attempted implant.

Event description:
This supplemental report is being filed to include device analysis information.

Manufacturer narrative:
This device has been returned and is in the process of analysis.

Event description:
It was reported that during an attempted implant procedure, prior to wound closure, this right atrial (ra) lead exhibited noise, oversensing, and high impedances greater than 3000 ohms. In addition, the physician experienced helix difficulties. When this ra lead was connected to the pacing system analyzer (psa) they were unable to get a signal. Subsequently, the ra lead was removed and replaced successfully. No adverse patient effects were reported.